Event description:
It was reported that the patient presented in the operating room due to a pulse generator upgrade. During the procedure, the physician observed sparks coming from the right ventricular lead due to friction to the can. Insulation abrasion was noted and the physician repaired the damage with medical adhesive. The procedure was completed without further complications and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.